Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia of value 440 mg/dl. The customers other blood glucose level was 259 mg/dl. The customer was declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.